Event description:
The hcp reported that the pt experienced pain and electrical sensations in the subclavicular region particularly when lying on her side. An x-ray revealed a fracture of the right extension (extension/lead) and twisting of the battery due to the pt fiddling with the ins. The pt's right extension and the ins were replaced. The pt recovered without sequela. The pt was also recently diagnosed with left lead fracture. Reference MFR report# 6000153200701641.